Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 failed, and all cubies were not detected on the bus. A field service engineer found that the smart half-height drawer 5-1 had all rows offline and all pockets showing off the bus. The station was shut down, and both the retractor band cable and the row board cable connections were reseated to resolve. The drawers were tested using the hardware test application, and it was verified that the pockets were working properly in the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 5.1 had failed, and all cubies were not detected on the bus. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.